Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose of the customer was 54 mg/dl. The customer was not treated for low blood glucose. Customer also stated a trouble with auto mode. Troubleshooting was performed but issue was not resolved. The insulin pump will not be returned for analysis.